Event description:
The complainant reports a split in the balloon. Per the reporter, a replacement tube was inserted on (B) (6) 2009 and fell out on (B) (6) 2009.

Manufacturer narrative:
(B) (4). The device reported is an abbott product that is marketed internationally and is the same or similar to a device that is marketed domestically. (B) (4)